Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ thin wall 29g x 12.7mm value brand (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: additionally the customer now requested an investigation as also it was reported ¿the reason of the complaint as is stated by the consumer is the needle, that was not passing the product true.¿

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported while using bd¿ thin wall 29g x 12.7mm value brand (100 count) the medication leaked could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: additionally the customer now requested an investigation as also it was reported ¿the reason of the complaint as is stated by the consumer is the needle, that was not passing the product true.¿ h5: imdrf annex a grid: a0504. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd¿ thin wall 29g x 12.7mm value brand (100 count) the medication leaked could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: additionally the customer now requested an investigation as also it was reported ¿the reason of the complaint as is stated by the consumer is the needle, that was not passing the product true.¿